Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volite¿. On the day of injection, the patient's left cheek became swollen. The area became white and red. Hcp reported a vascular embolism. Hcp also noted that they worried that the patient may have a scar. The patient was treated with hyaluronidase, pulse antibiotics, and oral yuvera. The patient thought there was internal bleeding, and it was painful just exposing the symptoms to the wind. It was suspected by the patient that there was leachate which caused the infection. The patient had heat sense, pain, and clear erythema and it was white. It was judged by the doctor that this was vascular embolism which was dissolved with hyaluronidase. The patient was treated with cephemic steroids for a week and aquachim ointment, ubera, and hiloid. Symotoms are ongoing.